Event description:
It was reported that the user experienced recurrent low blood glucose, including an overnight value of 62 mg/dl, with multiple lows observed over the prior week, and the user noted a recent change to their cgm target overnight and that they were not announcing meals. Symptoms included sweating, oral numbness, and blurry vision consistent with hypoglycemia. Outcomes included treatment with oral glucose when available. Investigation included review of device data and consultation with clinical support. Investigation of this case revealed no identified device malfunction and suggested user management factors, including target adjustments and lack of meal announcements, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.